Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had been disassembled upon arrival, therefore, no performance and oscillating checks could be performed. It was determined that the inspection criteria for the status of development, general condition, saw blade and the head ratchet checks failed. It was further determined that two of the locking nuts were missing, the clamping screw were found to be worn out, and the coupling tool side was loose. It was also noted that the device was separated and had poor preparation and application of the loctite glue on the area of the device during the assembly process. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to poor preparation and application of the loctite glue during the assembly of the manufacturing process. The issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a primary knee surgical procedure, while the surgeon was making the first cut, it was discovered that the saw head of the battery oscillator device fell apart. There was a five minute delay in the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.